Event description:
Reportedly, patient went to hospital due to an inappropriate shock. Ventricular oversensing was observed and a ventricular lead issue was suspected. A new ventricular lead was implanted, and the subject lead remained in the patient body. The ICD was also replaced during the procedure, because the recommended replacement time was reportedly nearly reached. Preliminary analysis results showed that a lead issue or a lead/ICD connection issue is suspected at ventricular level.

Event description:
Reportedly, patient went to hospital due to an inappropriate shock. Ventricular oversensing was observed and a ventricular lead issue was suspected. A new ventricular lead was implanted, and the subject lead remained in the patient body. The ICD was also replaced during the procedure, because the recommended replacement time was reportedly nearly reached. Preliminary analysis results showed that a lead issue or a lead/ICD connection issue is suspected at ventricular level.